Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of atrial septal defect requiring intervention (atrial perforation) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The atrial perforation appears to be related to patient morphology/pathology and/or user technique/procedural conditions; and is unrelated to the device since there was no reported device issue/malfunction during the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the atrial septal defect that required treatment. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). Two mitraclips were implanted through the steerable guide catheter (sgc) reducing mr grade to 1-2. After removing the sgc, an atrial septal defect (asd) was observed on the echocardiogram. There was a right to left shunt due to the asd which was treated with a septal closure device. The condition resolved. There were no device issues with the mitraclip devices. No additional information was provided.